Manufacturer narrative:
Submit date: 8/31/2017.

Event description:
The customer states that the enteral feeding pump was shutting off on its own without any alarm. The battery seems charged. No patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿shutting off on its own without any alarm¿. The unit was triaged and the customer¿s reported condition was confirmed. The potential root cause is the printed circuit board. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. A device history record review was performed by (B)(6) on 10/27/2017. Product was manufactured in 2016. A review of the device history record shows this device was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.